Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of implant") and abortion of ectopic pregnancy ("pregnancy (termination)") in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital lesion ("genital lesions"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain lower ("lower left side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, depression, anxiety, nausea, dyspareunia, genital lesion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital lesion, nausea and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of implant") and abortion of ectopic pregnancy ("pregnancy (termination)") in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital lesion ("genital lesions"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain lower ("lower left side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, depression, anxiety, nausea, dyspareunia, genital lesion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital lesion, nausea and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs: new reporter added. Patient¿s demographics added. Lot number added. New events added: dyspareunia (painful sexual intercourse), pregnancy (termination), genital lesions; vaginal bleeding, essure confirmation test(s) conducted: no. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abortion of ectopic pregnancy ("pregnancy (termination)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included appendicitis, ectopic pregnancy, tubectomy (left sided salpingectomy) and weight gain. Previously administered products included for an unreported indication: iud until (B)(6) 2014 and depo. Concomitant products included cyclobenzaprine from 2015 to 2016, ondansetron (zofran) since 2015, tramadol since 2015 and vicodin (norco) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding / lots of spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and arthralgia ("hip pain"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), genital lesion ("genital lesions") and abdominal pain lower ("lower left side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, device dislocation, depression, anxiety, nausea, genital lesion and abdominal pain lower outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, fatigue and arthralgia had resolved. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, anxiety, arthralgia, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital lesion, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received. Reporter information updated. New events: fatigue, menorrhagia & hip pain added. Lab data updated. Historical & concomitant drug, conditions were added. Events outcome updated for events vaginal hemorrhage and dyspareunia to recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), anxiety ("anxiety") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, depression, anxiety and nausea outcome was unknown. The reporter considered anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device and nausea to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.